Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device evaluation that the flex deflectable videoscope exhibited an abnormal color tone in the image. There were no reports of patient involvement.

Manufacturer narrative:
Updated fields: b3, d8, h3, h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it was observed that due to damage on charged coupled device (ccd) unit in endoscope connector, color tone of the image is not proper. (Image is magenta or green only). However, a definitive root cause for the reported suggested malfunction could not be established. ¿the event can be detected/prevented by following the instructions for use which state: ·labeling the subject event can be detected by implementing in accordance with the below IFU. Instructions for ltf-s190-10 opeation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿¦inspection of the endoscopic image¿ olympus will continue to monitor field performance for this device.